Event description:
It was reported to boston scientific corporation that a capio slim device was opened and tested during a sacrocolpopexy procedure performed on (B)(6) 2022 for the treatment of prolapse. When the package was opened, dark marks like blood and burns were noticed on the device. Additionally, when the device was tested outside the patient, the carrier did not extend. Per photo provided by the customer, there were marks on the head of the device that appeared to be blood and burns. The carrier was partially extended and was in between of the head halves that most likely indicates that the head halves came apart. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).